Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that during a tlif spinal surgery the cage was broken while being impacted. It was also reported that it was specifically intended to be implanted from the left side of l5-s1 level. No fragment of the implant was remaining in the patient. No patient complications were reported.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Optical examination confirms the implant is fractured into multiple pieces and broken. Some of the broken off pieces are missing and not returned for analysis. The extent of the damage, as well as the area of fracture initiation at the inserter attachment point suggests significant force was utilized during the attempted insertion. Optical examination of the fracture surfaces identified morphology consistent with brittle overload during insertion as the mechanism of failure.